Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were 2 instances with bd vacutainer® multiple sample luer adapter, the luer adaptor snapped at the screw portion when collecting blood form a donor. Additionally, this incident occurred post changing the luer as blood would not come through the luer into the tubing.

Event description:
It was reported there were 2 instances with bd vacutainer® multiple sample luer adapter, the luer adaptor snapped at the screw portion when collecting blood form a donor. Additionally, this incident occurred post changing the luer as blood would not come through the luer into the tubing.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the luer adapter breaking with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for the luer adapter breaking with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined; however, as per the product labeling (for luer adapters) bd recommends the following, ¿not for use with indwelling catheters/ports; use a bd vacutainer ® luer-lok¿ access device instead.¿ rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. The business team regularly reviews the collected data for monitoring of current trends.